Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during preparation for the procedure, the physician noticed a pinhole in the balloon. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the procedure was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. (B)(4).